Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The actual sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. During the disinfection of the actual sample a leak was found on the cassette film. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The evaluation of the sample was not confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to a fresenius post market surveillance specialist that they had a fluid leak. Upon follow up, the patient stated that they discovered a fluid leak on (B)(6) 2021. The patient stated that there were no alarms/warnings prior to discovering the leak. Upon looking around, the patient discovered fluid on the floor that was leaking from the patient line¿s tubing during an unknown phase of treatment. The patient stated that there was a hole in the patient line¿s tubing. The patient confirmed that fluid did not come in or anywhere near the cycler and stated the fluid had only gotten on their floor. The patient stated that there was no issue with the solution bags and confirmed that only the cassette was leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has been continuing on with pd therapy without issue or reoccurrence of the event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to a fresenius post market surveillance specialist that they had a fluid leak. Upon follow up, the patient stated that they discovered a fluid leak on (B)(6) 2021. The patient stated that there were no alarms/warnings prior to discovering the leak. Upon looking around, the patient discovered fluid on the floor that was leaking from the patient line¿s tubing during an unknown phase of treatment. The patient stated that there was a hole in the patient line¿s tubing. The patient confirmed that fluid did not come in or anywhere near the cycler and stated the fluid had only gotten on their floor. The patient stated that there was no issue with the solution bags and confirmed that only the cassette was leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has been continuing on with pd therapy without issue or reoccurrence of the event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported to a fresenius post market surveillance specialist that they had a fluid leak. Upon follow up, the patient stated that they discovered a fluid leak on (B)(6) 2021. The patient stated that there were no alarms/warnings prior to discovering the leak. Upon looking around, the patient discovered fluid on the floor that was leaking from the patient line¿s tubing during an unknown phase of treatment. The patient stated that there was a hole in the patient line¿s tubing. The patient confirmed that fluid did not come in or anywhere near the cycler and stated the fluid had only gotten on their floor. The patient stated that there was no issue with the solution bags and confirmed that only the cassette was leaking. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The patient has been continuing on with pd therapy without issue or reoccurrence of the event. The cassette used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. The ups tracking number was verified, and no information was found that the customer sent the sample. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.